Manufacturer narrative:
We have requested and await consumer's return of product for evaluation and date code info for investigation.

Event description:
Received a report from a consumer indicating she recently sought medical assistance to remove the remaining portion of a tampon pledget after the pledget broke in half during removal. Consumer advised her physician removed the remaining piece of the pledget without incident. Please note the consumer provided limited information. She did not provide the date of the event, the brand name, size, style of product.